Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the distal end of the radiopaque tip and corewire had been fractured and were returned attached to a non-abbott forceps; the coated proximal tube (shaft) had also been fractured, with subsequent fracture of the microcables and corewire. There were multiple bends and kinks throughout the guidewire. It was noted that the corewire was bent at the location of both the distal tip assembly and shaft fractures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported positioning issue remains unknown, the guidewire damage is consistent with the reported positioning issue. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the tip of the device broke off inside the vessel. The device was difficult to cross into the calcified and tortuous lesion. During insertion of the device through the lesion, the device fractured. When the device was retrieved, the tip was missing. The tip was retrieved from the vessel with forceps. The procedure was completed with another device with no adverse patient consequences.